Event description:
It was reported that the gastrointestinal videoscope had lines visible on the screen. The event was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not visible and water tube in the universal cord had foreign material. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue and the image not being visible was traced to corrosion on plug unit and damage to the charged coupled device unit. Additionally, the probable cause of the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.